Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized and treated with an unspecified drug infusion and unspecified anti-inflammatory drug (intraperitoneal) for peritonitis. The patient was discharged from the hospital and a half month after discharge, the patient experienced cloudy effluent during pd therapy. The patient presented to the hospital for treatment. The patient was treated again with an unspecified drug infusion and unspecified anti-inflammatory drug (intraperitoneal) for the event. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.